Event description:
The customer reported a failure to discharge. During the course of the investigation, the symptom was clarified that during sync cardioversion the device would not discharge. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. During the course of the investigation, the symptom was clarified that during sync cardioversion the device would not discharge. There was no report of negative patient impact. The device was evaluated by a philips field service engineer. The reported symptom was not duplicated and not trouble was found. The device passed all testing and was returned to service. It was determined by the field service engineer that this symptom was the result of a use issue where the shock button was not held long enough to deliver therapy on the next detected r wave.